Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
During tha, the surgeon tried to trial reduction by the cup trial and the head trial (26mm/0mm). After trial reduction, the surgeon confirmed the head trial came off of the neck of the stem. Therefore, the surgeon tried to trial reduction by the head trial (26mm/+4mm) again. After trial reduction, the surgeon made them dislocate the hip joint of patient, and tried to remove the head trial. But, the head trial fixed on the stem neck slantingly, and dislocate become difficult. The surgeon broke the head trial with the chisel.